Manufacturer narrative:
There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.additionally: the failure investigation has been completed and the customer complaint was verified. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer just received the pump; however, it would not turn on. The pump display would not light up with plugged into a power source. Per t:connect data, a cartridge alarm 3 occurred. The customer's blood glucose level was not impacted. It was confirmed that the customer would continue to use the backup method of insulin delivery.